Event description:
A user facility reported the crna had a problem inflating this lma after it was inserted in a pt. The lma was removed and replaced with another. There was no pt injury or problem. The device has been returned to lma north america and will be forwarded to the MFR for eval.